Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 06/01/2015 with the following findings:the battery compartment was found to be cracked. The battery cap threads were damaged; the battery cap was able to secure properly to the pump. Unrelated to the battery compartment and cap damage, the display lens was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed battery compartment and cap damage. This report is made based on results of the investigation performed on 06/01/2015.